Event description:
A past low blood glucose event was reported by the customer, with the lowest level noted at 38 mg/dl. The customer consumed carbohydrates to address the low blood glucose and received assistance from a family member. Tandem technical support advised the customer to consult a healthcare professional to discuss potential factors affecting their blood glucose levels, and the customer understood this recommendation.